Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that there have been 6 incidents where the guidewire has not retracted and damaged the catheter when attempting to remove. Catheter removed. Additional information received: event directly involved patients. There has been no patient impact reported. Needle retracted, no needle stick injury. It was reported this occurred with six devices. This report addresses the first device.

Event description:
It was reported by customer that there have been 6 incidents where the guidewire has not retracted and damaged the catheter when attempting to remove. Catheter removed. Additional information received: event directly involved patients. There has been no patient impact reported. Needle retracted, no needle stick injury. It was reported this occurred with six devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of guidewire retraction failure was inconclusive. The product returned for evaluation was one 20g accucath ace needle assembly. The catheter was not returned for evaluation. A gross visual inspection of the returned unit found that the needle and guidewire were fully retracted. Use residues were observed throughout the unit and the guidewire was noted to have a slight bend. The unit was functionally tested by un-retracting the needle, threading a catheter from a representative unit over the needle/guidewire, and then retracting the needle. The needle and guidewire fully retracted and during retraction no interference between the guidewire and representative catheter were observed. Based on the available evidence, the customer's reported defect could not be confirmed. However, as the event description mentions that the guidewire damaged the catheter, but the catheter was not returned, no further conclusions could be drawn regarding the reported event. This complaint will be recorded for future trending and monitoring purposes.